Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The notes indicate that the patient was experiencing an increase in seizures, possibly due to late menstruation. The patient underwent generator replacement surgery on (B)(6) 2014.

Event description:
The physician reported that the relationship of the increase in seizures to vns is related to battery depletion. The physician reported that the increase in seizures is not above the patient's pre-vns baseline frequency. The patient experienced an increase in complex partial seizures. No causal or contributory programming or medication changes preceded the onset of the increase in seizures. It was reported that the patient's seizures have improved since generator replacement. The generator was received for analysis on 04/19/2014. Analysis is underway, but has not been completed to date.